Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. H10: d4. (Expiration date: 03/2025). H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure via right femoral access, while attempted to retrieve the stent it allegedly appeared to move with the struts to the proximal end of the stent. It was further reported that the stent was removed. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure in the distal region of the right iliac vein via the right femoral access, while attempted to retrieve the stent, it allegedly appeared to move with the struts to the proximal end of the stent. It was further reported that the stent was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was returned for evaluation. The returned sample was found in activated/used condition without stent that reportedly had been deployed inside patient. An indication for irregular deployment could not be found. One provided x-ray image demonstrates the placed/expanded stent inside the vessel. A pta balloon is visible inside the stent that is attached/entrapped to the deployed stent in the area of the balloon radiopaque marker which leads to confirmed result for entrapment. The lesion was pre-dilated with a 8mm balloon. The deployment of the stent was smooth with full wall apposition, but the vessel was tortuous so that the stent was compressed at the proximal part due to the nature of the stenosis; the diameter at the lesion site was 14mm. Based on the investigation of the provided information, the investigation is closed as confirmed for entrapment of the deployed stent with the pta balloon. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended'. Holding and handling of the system for regular deployment was found described, in particular the instructions for use state: 'gently hold the stability sheath and maintain it straight and under tension throughout the procedure. Do not hold or touch the dark moving sheath during stent release'. The instructions for use further state: 'recrossing a partially or fully deployed stent with adjunct devices must be performed with caution'. A stent size selection table is part of the instructions for use demonstrating the relationship between reference vessel diameter and unconstrained stent inner diameter. H10: b5, d4 (expiration date: 03/2025), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10